Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was displaying an error 3 message whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2018. The patient manages her diabetes with oral medication, diet and exercise and continued with her usual diabetes management routine in response to the alleged product issue. The patient stated that she developed unspecified symptoms of ¿hypoglycemia¿ after the alleged product issue began. The patient reported that on (B)(6) 2018 at 11am she received glucose tabs/gel from a visiting hcp and obtained a blood glucose result of 2.5mmol/l on a doctor¿s meter. At the time of troubleshooting the cca noted that the correct testing steps were being carried out. The patient was walked through a retest and the issue was resolved. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.